Manufacturer narrative:
A field service engineer (fse) then went onsite for further assistance troubleshooting. The fse booted into diagnostic mode and checked the alarm logs. The fse discovered error code 1203 and determined the issue was due to a gas module failure. The fse replaced the gas module to resolve the issue. The device passed required performance verification tests per philips standards and was returned to service.

Event description:
Philips received a complaint by the customer on the v60 indicating that there was an error reporting sensor sensing failure. It was reported there was no patient involvement at the time the issue was discovered. The customer evaluated the device with the assistance of the remote service engineer (rse) and confirmed the reported problem. It was determined that there was a near end pressure sensor that was malfunctioning. The rse attempted a restart of the machine, but this did not resolve the issue. An onsite service was planned for further troubleshooting of the issue.

Manufacturer narrative:
(B)(6).